Event description:
When the generator was turned on, a loud alarm would sound and the users were unable to get the temperature tip to register. As a result, the physician was unable to perform a percutaneous rhizotomy due to the alarm and unregistering temperature.